Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The customer reported to have not duplicated the alleged malfunction. The vent passed all testing.

Manufacturer narrative:
Puritan bennett was not authorized to service the device.